Manufacturer narrative:
The following field was updated with additional information: b.6. Relevant tests/laboratory data: a 2nd IV was placed. H3 other text : see h.10.

Event description:
It was reported that there was leakage out of the tubing after placement into vein with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported there was leakage out of the tubing after placement into vein.

Manufacturer narrative:
H.6. Investigation summary: received one nexiva 18ga unit consisting of a catheter-adapter extension set. The unit was received within an open package from lot 8361761. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of blood were observed throughout the components of the unit. The pinch clamp was fully engaged. Damage (cuts) was observed on the catheter tubing right above the nose of the winged adapter. Water-leak test: ¿leakage was observed during the performance of the test. The source of the leak was the cut detected on the catheter tubing. Microscopic examination: ¿the cuts observed on the catheter tubing revealed v shaped characteristics which confirms it was caused by the needle tip. Conclusion(s): although the unit was confirmed to leak through a cut found on the catheter tubing, the source that caused the damage could not be determined. Manufacturing related issues could not be confirmed. Note: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. As part of these inspections air-water leak test is performed throughout the manufacturing process at various instances. H3 other text : see section h.10.

Event description:
It was reported that there was leakage out of the tubing after placement into vein with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported there was leakage out of the tubing after placement into vein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage out of the tubing after placement into vein with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported there was leakage out of the tubing after placement into vein.